Event description:
Customer states: during use to the pt, a burnt smell was confirmed from the product. No pt harm.

Manufacturer narrative:
A tech confirmed two cables of narrow, blue one and white one, which were positioned on the right side of 9 pin connector were damaged by the heat. The warmtouch 5200 patient warmer has been discontinued and being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode. The device manufacture date is unknown at this time as the serial number provided does not match the product stated.